Event description:
Caller reported nurse was accidentally stuck by a partially protruding lancet after using it on a patient; lancet did not retract. Caller stated nurse laid the device down to complete testing and then picked it up to dispose of it and was accidentally stuck by the lancet. Caller reported the device has been disposed of. Caller reported nurse had to go through prevention treatment because patient refused to have their blood tested for the accidental stick. Caller confirmed nurse washed her finger with anti-bacterial soap and water at the time of the incident. Caller reported the prevention treatment which the nurse had to undergo involves taking some types of vaccines or medicines; no specific information was provided. Device has been discarded. No product return requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.